Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence since the implant of the device, which led to a surgical intervention. During surgery, saline was added to the system. No patient complications were reported.

Manufacturer narrative:
Approximated based on event description, as symptoms started right after implant. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.